Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red painful inflamed and bruised. There was no alleged device malfunction contributing to the irritation. The patient¿s was seen by a wound care nurse. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.